Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms beginning approximately 6 months ago and resulted in activation of the lead safety switch (lss) feature. After the lss feature was activated, noise and oversensing was observed and resulted in inappropriate atrial tachy response (atr) mode switches. It was reported that a health care professional (hcp) increased atrial outputs at that time. Subsequently, the lss feature was again activated due to continued high out of range pacing impedance measurements. The lead configuration was left programmed to unipolar sensing and pacing in the atrium and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.